Event description:
Philips received information from a customer site that while acquiring a spect renal study using the abc feature on a pediatric patient, the detector contacted the patient's forehead resulting in a reddened area. When the spect acquisition began, the operator left the room, leaving the patient attended only by a parent. Approximately ten minutes after the acquisition began, the operator heard loud crying, reentered the room, and found that the trailing edge of the detector had made contact with the patient's forehead. The trained professional made contact with the central part of the collimator, activating a collision sensor to halt further system motion, and removed the pillow from under the patient's head which released the pressure of the collimator on the patient's forehead. The patient, who was nervous and still crying, was evaluated by a physician, who determined that an area of skin about 10cm wide in the frontal bone region of forehead was hyperemic, very soft, and red. There was no fracture. The mother was told she could apply an ice pack at home if necessary.

Manufacturer narrative:
We will file a follow-up nor at the completion of the investigation. Internal cross reference: (B)(4).